Event description:
The patient started draining from the surgery site approximately one week after surgery. Surgery was on (B)(6) 2013. The patient was brought in about two weeks after the original surgery. It was determined that there was an infection. The biologic component was removed from the surgery site. During surgery, proper sterile technique was maintained and not broken. Physician would like to determine if there are any other reports of infection as a result of the use of this product and or this particular lot number. The infection was a standard infection. Nothing unusual. Poor bone quality. Radiographs/surgical notes will be provided.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The patient code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: known inherent risk of procedure.